Event description:
Circumcision device ligature cut through the skin causing bleeding at the site. Bleeding stopped and family members took the pt home. Bleeding started when pt was at home. Family members took the pt to hospital. Hospital applied gel foam and the bleeding stopped.